Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the healthcare professional that patient stated it was not working. Troubleshooting could not be done due to lack of access to the device. It was unknown when event started and no symptoms were noted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient's daughter states the ins is not working and it did not work for her symptoms so she stopped using the ins. It was noted the patient has ms and needs an MRI. No further complications were reported.